Manufacturer narrative:
Age, corrected data: initial report inadvertently listed wrong age event date, corrected data: initial report inadvertently listed wrong event date describe event or problem, corrected data: additional information available before initial report submission added relevant tests/laboratory data, corrected data: additional information available before initial report submission added.

Event description:
Products were returned via forward from a different medical device manufacturer. Information was received that the products were returned due to patient death. The patient's death was not alleged to be related to epilepsy or the device. The device was likely removed on the day of or after the patient's death. Generator product analysis was performed on the returned generator. The product analysis lab confirmed that the generator was at normal ifi ¿ no condition. There were no performance of any other type of adverse events found with the pulse generator. The generator worksheet was received and there were no issues observed. The attached seizure log data was reviewed and no anomalies were observed. Low impedance was observed in the attached data dump.

Event description:
Upon completion of generator product analysis, it was noted that there was low impedance. Based on the information known to date, low impedance prior to device explant cannot be ruled out. The lead underwent product analysis. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Sets of setscrew marks were seen on the marked connector pin providing evidence that proper contact between the setscrew and the marked connector pin existed at least once. The product analysis lab did not confirm a low impedance short circuit condition on the portion of the lead returned. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. No other relevant information has been received to date.